Event description:
Info rec'd indicates that two minutes after the onset of bypass, the unit exhibited raised transmembrane pressure drop. When poor oxygenation was noted during the case, the prod was changed-out with no consequence reported for the pt. No add'l info is available.

Manufacturer narrative:
Results: device history review found the prod met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: visual inspection shows no signs of physical damage to the unit as rec'd. The unit was cleaned to remove blood thrombus present in the fiber bundle and sent to the blood lab for performance testing. Prod eval confirms the reason for return; findings show the unit demonstrated poor gas transfer. Blood side pressure drop was also measured and found to be within spec. Investigation of the inner wind fiber bundle for blockage found no signs of foreign material or residue present in the component. Review of the device history record shows the device met mfg specs for prod released to distribution. Event info shows unit change-out took less than three mins; pump records are not available for review. While an exact cause for the reduced gas transfer is unk, it can be due to certain case or pt factors related to transient high-pressure phenomenon, as reported in the literature. Conclusion: no pt event. Device analysis confirmed the reason for return; however medtronic is unable to determine an exact cause for the reported prod problem.